Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a high glucose event on (B)(6) 2026, after approximately 4-24 hours of pod wear on the arm. The patient stated that both her continuous glucose monitor and backup glucose meter displayed readings of ¿high,¿ indicating blood glucose levels above 400 mg/dl. She reported feeling weak but did not experience other symptoms. The patient attributed the elevated glucose to insufficient bolusing for a meal. The patient presented to the emergency room and was treated with intravenous saline, after which she stated her blood glucose decreased to approximately 150 mg/dl. The patient was not hospitalized and returned home the same day. According to the patient, no formal diagnosis was provided; laboratory results were described as normal aside from elevated glucose levels.